Manufacturer narrative:
May-12-2009, discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2009. Inratio: 1.1. Lab: 2.2. Mean: 1.65. Confidence_limits: 1.2-2.3. Inr results such as 4.9 and 2.6 inr are excluded from precision test since these tests are more than 3 hours apart. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Since time of test exceeded three hours there is a high possibility that the discrepancies are due to changes in the status of the pt. The mean of the inratio meter and comparative system inr were calculated. Inratio value falls outside the limits, so the criteria is not met and the value is discrepant beyond the documented variability for pt/inr testing. This would be subject to strips accuracy and/or precision testing as part of the complaint investigation when meter is returned. Unable to perform retained strip test due to unk strip lot number on the event details. No corrective action is required as no product deficiency was established. As of may-12-2009, no product is expected to return. No further investigation required.

Event description:
Caller alleged discrepant results comparison with inratio meter and also when compared with lab. Results as follows: inratio- test1: 4.9. Inratio-test2: 2.6. Date: (B)(6) 2009. Inratio: 1.1. Lab: 2.2.